Event description:
It was reported that the patient experienced low blood glucose readings by fingerstick of 40, 71, 107, and 90 mg/dl while using an ilet system with a dexcom g7, with concurrent sensor and pump readings near the 90 mg/dl range after recovery; the event was managed at home with oral glucose and troubleshooting and education were completed. Investigation of this case revealed no device malfunction identified and user-reported improvement after carbohydrate intake. Symptoms included a mild headache consistent with hypoglycemia. Outcomes included resolution of symptoms and return of glucose to approximately 98 mg/dl without the need for healthcare facility intervention. It was concluded that the event was consistent with hypoglycemia with an unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.